Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: UK.

Event description:
It was reported that during an unkown date, the unit was leaking air. It is unknown if there was patient impact or delay. Due diligence is in progress.